Manufacturer narrative:
Reported adverse event was not confirmed. The device was unable to establish telemetry upon receipt. Field response shows device was deactivated during explant procedure. Visual inspection found no anomaly on the helix; the helix length was within specification. Assessment of total longevity was unable to be performed due to unavailability of supporting data. No problem was detected.

Event description:
It was reported that the patient's leadless pacemaker was contributing to the patient's existing tricuspid regurgitation. The device was explanted, and a new one was implanted at a different location. The patient was stable.